Event description:
Event description cpi received information that during the implant procedure the helix tip of this bipolar lead became 'hooked on the right ventricle wall'. The physician had never implanted a screw-in type lead before and was unable to manipulate the lead freely, which caused cardiac tamponade. The patient arrested twice, therefore, the physician elected to stop the implantation. The next day a new lead, of a different type was used.